Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, sui and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and discharge problems. It was reported that patient underwent mesh revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/11/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with tvh, colpopexy and cystadenoma. It was reported that patient underwent mesh revision; anterior colporrhaphy and cystoscopy on (B)(6) 2012, due to vaginal mesh complication and recurrent cystocele. No additional information was provided.